Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt had no or very poor stimulation, and the pt's symptoms had worsened. The pt was not responding "good enough" to treatment or to changes in the stimulation settings, and the pt had dystonia symptoms when increasing the amplitude on the stimulator. The impedances were measured, and the results showed there were generally low impedances. Contact 4-6 had the lowest impedance at 94 ohms. An x-ray was taken, and the health care professional thought some of the images on the x-ray looked "strange" when looking at the extension. A company representative examined the x-ray and saw a "slight" abnormality near the lead-to-extension connector, which was positioned in the neck. The company representative noted, the lead-to-extension area showed the pt had a "straight" system. Both of the pt's leads were replaced, and the leads were "a bit" bent in the tip. Additional information has been requested, a follow-up report will be sent if additional information becomes available.